Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely low ca_2c, alb, gluh_c, and co2_c results on multiple patient samples on an advia chemistry xpt instrument. Siemens determined that quality controls were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: replaced peripumps, sample dilution probe line (dpp), and sample pipetting probe (spp); rebuilt reagent pumps (rp) 1 and 2, dilution probe aspiration pump (dip) dilution probe discharge pump (dop), and sample aspiration/dispense pumps (sp); performed a prime and wash; reseated sample probe; ran startup wash; verified alignment; performed total service visit. The customer performed quality controls (qcs) during a cse service visit, resulting acceptably. The customer stated that there have been no further issues since the service. A maintenance issue contributed to the discordant, falsely low ca_2c, alb, gluh_c, and co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00102 was filed for the same event on (B)(6) 2019.

Event description:
Discordant, falsely low calcium_2 concentrated (ca_2c), albumin (alb), concentrated glucose hexokinase_3 (gluh_c), and concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry xpt instrument and the repeat results were within the normal ranges. The repeat results were reported to the physician(s). The customer was not able to provide the total number of patient samples impacted and did not provide specific patient data for the patients impacted. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca_2c, alb, gluh_c, and co2_c results.